Event description:
It was reported to the manufacturer via service and repair that there was a complaint stating that the handpiece was getting hot. There was no report of patient impact or injury. No additional information has been provided.

Manufacturer narrative:
No event date provided. (B)(4). A visao was received into service and repair and failed temperature testing. The bearings were replaced and the visao then passed temperature testing. This is normal bearing degradation from field use. Conclusion: any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. Attempts to obtain the required information were made, and the records of these attempts are documented in the complaint file. This product was being used for treatment, not diagnosis. The information reasonably suggests that a device in question has malfunctioned as defined by the FDA and a review of the complaint history indicates that this product issue has resulted in an adverse event in the past and therefore, is likely to cause or contribute serious injury if this event were to recur. Without serious injury or intervention we are filing this report as a product problem. Device description: a powered handpiece for functional endoscopic sinus surgery uses a variety of disposable blades and burs. Some bur and blade features are a curved design that can provide visibility and access during cochleostomies, middle fossa acoustic neuromas, and infralabyrinth approaches to the petrous apex. An outer, non-rotating tube on curved burs helps protect critical anatomy from mechanical injury. The indications for use of burs and blades in sinus indications include: septoplasty, removal of septal spurs, polypectomy, antrostomy, ethmoidectomy/sphenoethmoidectomy, frontal sinus trephination and irrigation, maxillary sinus polypectomy, circumferential maxillary antrostomy, and choanal atresia.